Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock and anti-tachycardia pacing (atp) therapy. Upon review of stored egms, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. It was noted that the inappropriate atp therapy was due to oversensing coupled with premature ventricular contractions. Programming changes were made. Patient was doing fine initially and throughout programming changes.